Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a defective stopper was found during use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "bd syringe utilized to prepare varicella virus vaccine by floor nurse prior to administration to patient. While drawing up diluent for reconstitution, nurse noticed floating black spec in solution within the syringe. Following closer examination of the solution/ syringe, it was found that the plunger had a deformed portion and the black spec may have originated from the extra rubber on the plunger. Patient was not administered dose with this syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective stopper was found during use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "bd syringe utilized to prepare varicella virus vaccine by floor nurse prior to administration to patient. While drawing up diluent for reconstitution, nurse noticed floating black spec in solution within the syringe. Following closer examination of the solution/syringe, it was found that the plunger had a deformed portion and the black spec may have originated from the extra rubber on the plunger. Patient was not administered dose with this syringe."